Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level; value was not provided. Review of the pump data log verified that the customer was receiving incomplete bolus alerts. Suspected cause of bg was due to customer not delivering the initial bolus requested and subsequently receiving incomplete bolus alerts. Customer acknowledged the information. Customer administered a bolus and changed the cartridge and infusion set to address bg.